Manufacturer narrative:
At the time of this report the investigation is still ongoing. As soon as the investigation is finished the report will be updated and a follow-up/final report will be provided to the FDA.

Event description:
The customer reported the following. The customer wanted to lower the operating table. This was not possible via the remote control or the override control panel. After this attempt, the table moved down suddenly a few inches. As a result the patient fell of the table. No injuries of the patient due to this incident were reported. Manufacturer reference# (B)(4).

Event description:
Manufacturer reference (B)(4).

Manufacturer narrative:
The affected table was investigated by a field service engineer from getinge-maquet. The described malfunction (sudden drop) could not be reproduced and no other defects or malfunctions were found on the table. The user provided a video of the incident and further information about it. The anesthesiologist recognized that the table became unstable during leveling it. The tables base seemed to be lifted from the floor. We assume that an obstacle, e.g. An instrument table, was between the table top and the floor. When the table top was moved towards the floor, it collided with the obstacle. Since its downward movement was blocked, the tables base was lifted off the floor. This would explain, why the anesthesiologist had impression that the table was unstable. When the object slipped out from under the table top or broke, the table top dropped as described by the customer and can bee seen in the provided video. This kind of failure could be reproduced with a similar table at site. In the instructions for use (IFU), the user is warned to avoid collisions and to not place any objects under the table: "danger of damage! Take care to avoid collisions between accessories and the operating table during adjustment procedures." Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.